Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. The probable cause is a connection issue, the IFU offers further guidance ensure canister tubing and renasys soft port are installed completely and without any kinks to avoid leaks or blockages . No batch/lot number has been provided, therefore a review of the device history has not been possible the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during npwt utilizing renasys foam filler kit, the message of blockage alarm was displayed on the screen. The problem was solved by exchanging the soft port. The doctor suspects the patient may have pulled the soft port by hand. There was no patient harm. There was no delay.